Event description:
It was reported that the ambulance was transporting a patient home from a doctors appointment when it was involved in an accident with another vehicle. The patient was taken to the hospital after the accident where they were admitted overnight for observation.

Manufacturer narrative:
Recommended that the device be removed from service, not repairable